Event description:
Customer reported that 4 to 5 bags were underfilled by approximately 60 to 70 grams each. These bags were programmed to contain 1600 to 2500ml of the tpn/"tna". No info on the exact composition was available. The method used to determine the underfill is a pharmacy qa in use for many years at the facility. Using a computer software program and the load cell of the unit as a scale. This is on the borderline of the manufacturer's specifications limits of +/-5%. The quotient of 70/1600 equals 0.044 = 4.4%. The bags were discarded so there was no pt involvement. The unit has been sent to product services for eval.